Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Dr was busy closing skin when suture snap. He used another suture. No adverse patient consequences were reported. No additional information has been provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil and a dispensed needle-suture of product were returned for analysis. During the visual inspection of sample, the swage and attachment area of needle were as expected. The suture was examined and present body fluids along strand and the first loop appeared to be cut by the use of a surgical instrument. The product contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined. In addition, a functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition of the received needle-suture, the assignable cause of the suture breakage suggest an improper handling of the sample.